Manufacturer narrative:
Section d10 references: product ID 3387s-40 lot# v605118 implanted: (B)(6) 2011 explanted: (B)(6) 2022 product type lead product ID 37085-95 serial# (B)(6) implanted: (B)(6) 2011 explanted: (B)(6) 2022 product type extension product ID 37085-95 serial# (B)(6) implanted: (B)(6) 2011 explanted: (B)(6) 2022 product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(6), ubd: 31-aug-2013, UDI#: (B)(4). This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was scheduled for revision surgery due to high impedances on left contacts. The patient reported some pain around the lead/extension connection site and a reduction in therapy. It was unknown when the impedance issue first occurred. No noted any environmental/external/patient factors that may have led to or contributed to the issue. The battery was replaced because the patient wanted to switch from rc to percept pc due to not wanting to recharge anymore. During the surgery, the left extension was cut out and replaced. The surgeon accidentally damaged the right extension during the removal, so it was replaced (the surgeon caused the damage, and no complaint was alleged against the product). Impedances were still high, and a twist lock cable was used to confirm the impedance problem was the lead. The lead was replaced and reconnected, and the impedances were normal.